Event description:
It was reported that a system error (se) 2267 (air in set) alarm occurred during dwell one on the home choice (hc). The technical service representative (tsr) explained the alarm and the care giver (cg) stated there was air in the bags. The cg stated the bags were full. The tsr had the cg cycle power to clear the alarm and the tsr advised the cg to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.